Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. Functional testing was performed and identified that the device had a defective battery. During evaluation, the device was turned on without plugging the ac power and the device would not respond. When the device was plugged in, the device turned on with a blinking red light and the battery icon with ¿?¿ appeared. The device was then unplugged while the power was on and the device shut down immediately. The battery was replaced with a known good part and the device turned on properly using the battery as a power source. The pump was then plugged in and the pump changing icon appeared. A visual inspection was performed, and it was noted that the ac power adapter was damaged. A review of the event history log was performed, and it was noted that there were multiple occasions of a depleted battery alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a defective battery. To resolve this issue, the battery and ac power adapter will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, it was observed that the battery was defective. There was no report of patient injury or medical intervention associated with this event. No additional information is available.